Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, there was a small opening at the end of the patient's incision. There were no additional adverse patient effects reported. The lead remains in service. Additional information received indicates that the entire system was explanted and the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: impact code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, there was a small opening at the end of the patient's incision. There were no additional adverse patient effects reported. The lead remains in service.